Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that during a follow up the lead exhibited loss of capture due to dislodgement. The physician measured the parameters of the lead and found no sensing or capture. The lead was explanted and replaced.